Event description:
Additional information was received regarding the reported event (e218 scope error and no image): the reported event was observed in the middle of the laparoscopic inguinal hernia procedure. There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported event and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although the subject device was not returned to olympus it is likely the event (e218 error and no image) occurred due to a failure of the image sensor unit, a problem with the board inside the video connector, or a problem with the system. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the flex deflectable videoscope had a e218 scope error after which there was no image displayed. The image reappeared after the unit was rebooted. The issue was found during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.